Event description:
It was reported that bd insyte autog bc needle pierced the catheter. The following information was provided by the initial reporter: ¿when cannulating the patient, I noticed the tip of the plastic needle suddenly split/rip apart before penetrating under the patient¿s skin. Discontinued procedure, ensured that there was no plastic fragments on the skin. Tip of cannula assessed to ensure still intact, nil patient harm, new pivc inserted with no issues¿. (B)(6). There was one cannula reported for this complaint.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint of a damaged IV catheter was confirmed; however, the root cause could not be determined. One 22g insyte autoguard IV catheter was provided for investigation. The tip of the IV catheter appeared to be cut at an angle and the catheter tubing was split longitudinally in two locations at the angled cut. Needle puncture damage may have been a contributing factor of the reported event; however, the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.